Manufacturer narrative:
Concomitant medical product: sym2015 stex 20x15cm x1 (lot# pof0759x), tem1208gl progrip lt tem/pla12x8cm (lot# soc0717). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia and an inguinal hernia. It was reported that after the implant, the patient experienced an unspecified adverse outcome.